Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (the myerson company) reviewed the following material lot's associated with the device. · disc lot#: td090120 · button lot# : bn2b093020 · bite pad lot#: bpb091720 · strap lot# (19 mm blue): estrsa237772 the myerson company found that there were no deviations from purchasing of raw materials or manufacturing for these material lots. Additionally, a previous allergy complaint was reported concerning myerson's lot number for the buttons and the supplier's batch for the bite pads. However, no evidence is available to show that these components contributed to the allergic reaction there were no similar reports for these lot numbers. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator visually inspected the returned device. The returned parts included both upper and lower tray in a myerson case. The results were summarized: roughness - the flange was smooth; interior/exterior surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device appeared yellowish from normal usage. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. Per the reported information, the patient had slightly swollen lips and irritation on buccal mucosa - any tissues that came in direct contact with appliance would initially start out red but then with continued wear would start to ulcerate. IFU 012544 rev 2.0 (ema instructions for use) states the following in the warning section: "dentists should consider the medical history of the patients, including allergic reactions. Irritation of the mouth, tongue, and lips may occur." IFU 012544 rev 2.0 (ema instructions for use) states the following in the cleaning procedures section: "rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Brush the device carefully with a soft toothbrush and use only clear cool water to rinse the device. Do not use soap to clean appliance." IFU 012544 rev. 2.0 (ema instructions for use) provides the following in the precautions section: · do not soak in water · do not soak in ammonia · do not soak in mouthwash · do not soak in bleach · do not soak in peroxide · do not soak in denture cleaner the myerson company conducted a series of tests to evaluate the ema device for potential cytotoxicity, sensitization, and irritation/ intracutaneous toxicity. The test results were summarized by the supplier (the myerson company) in their biocompatibility testing summary report (op1 form #5, rev. A, mar. 29 2019) and are as follows: as per the document, "determination of the biological evaluation tests required for myerson's elastic mandibular advancement device", it was decided that the following three tests needed to be done: · cytotoxicity · sensitization · irritation / intracutaneous toxicity quotations were received from biocompatibility laboratories, and based on the guidance of the selected laboratories. Biocompatibility testing was completed during the first quarter of 2019. Eurofins/ product safety labs completed the cytotoxicity test on feb 13 2019. Nelson labs completed the irritation test on jan 17 2019. Eurofins/ product safety labs completed the sensitization test on mar 1 2019. The laboratories concluded that: 1) myerson's ema device is not cytotoxic. 2) myerson's ema device is not an irritant. 3) myerson's ema device is not a sensitizer.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. Other # is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date (2020 reports), explant date (2020 reports) is not applicable as the device is manufactured by prescription not implantable.

Event description:
It was reported that the patient had a possible allergic reaction to the ema device. The patient first used the device on (B)(6) 2020. However, the reaction did not appear until (B)(6) 2021. It was noted that the patient reported that after a full night of wearing appliance that there was red, slightly swollen lips and irritation on buccal mucosa. This reaction was noted on tissue that came in direct contact with appliance. It would initially start out red but then with continued wear would start to ulcerate. For next 4-5 weeks I would leave it out for 2-3 days to allow tissues to heal then would wear appliance for a full night again to see if reaction occurred." There was no medical intervention. The patient used salt water rinses. The patient has no known allergies and was not seen by an allergist. With regard to the device: device was cleaned by rinsing with warm water prior to delivery device was always cleaned by running warm water over it after removing from mouth in the morning.